Event description:
It was reported by the patient's family that the patient died in 2009, and that "her death is very suspicious because she was at rehab and on a stationary bike, felt dizzy, laid down on the ground and died." They further report her device did not jolt her at all and her therapist did not see any jolts from the device. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up with the clinic reported that the patient's last carelink transmission was one week prior, and "everything was normal for this patient."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be sent. It is not known if the device was explanted post-mortem. There was no indication the death was device related; the cause of death has been requested but has not been received. The device is part of the advisory for this model.